Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the patient experienced occasional pain that goes through her leg down to her foot. When the patient tries to stand after sitting for any lengthy amount of time she has to brace herself to stand. Papers also allege excessive chromium and cobalt levels in her blood, which are being monitored by her surgeon.